Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of pelvic pain ('at least one of them had pain in abdomen a couple of years after essure insertion') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and procedural pain ("pain during essure insertion"). The patient was treated with surgery (fallopian tube removal with the implant). Essure was removed. At the time of the report, the pelvic pain and procedural pain outcome was unknown. The reporter considered pelvic pain and procedural pain to be related to essure. The reporter commented: hospital gynecologist reported in (B)(6) that they inserted essure in three women only. Since two of the three thought the insertion was painful and continued to have pain in their abdomen afterwards they stopped. At least one of them had pain in abdomen for a couple of years afterwards. They had no other option to offer except remove fallopian tube in which the implant was situated (this case report). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a gynecologist and describes the occurrence of pelvic pain ('at least one of them had pain in abdomen a couple of years after essure insertion') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and procedural pain ("pain during essure insertion"). The patient was treated with surgery (fallopian tube removal with the implant). Essure was removed. At the time of the report, the pelvic pain and procedural pain outcome was unknown. The reporter considered pelvic pain and procedural pain to be related to essure. The reporter commented: hospital gynecologist reported in laypress that they inserted essure in three women only. Since two of the three thought the insertion was painful and continued to have pain in their abdomen afterwards they stopped. At least one of them had pain in abdomen for a couple of years afterwards. They had no other option to offer except remove fallopian tube in which the implant was situated (this case report) further company follow-up with the gynecologist or non-health professional is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.